Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal elective replacement indicator (eri) battery status. Upon receipt at guidant's reliabiltiy assurance laboratory, engineering calculations determined that this device did not meet expected longevity predictions.